Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 2,000 ohms. Rv pace impedance lead trends showed a gradual rise from 650 - 750 ohms to 2,012 ohms, and rv thresholds exhibited a gradual rise from 0.7 - 0.8 v to 1.7 - 1.8 v starting at the end of (B)(6) 2025. There was no evidence of noise on teh presenting electrogram (egm), however there was possible unipolar oversensing. The patient had a gi bleed for approximately one month and was scheduled for a colonscopy. It was noted that the patient history included an iron deficiency and gastrointestinal (gi) issues. Technical services (ts) discussed that changes to the patient's condition may have impacted lead measurements. Ts reviewed troubleshooting/programming options and/or continued monitoring. This rv lead remains in service. No adverse patient effects were reported.